Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The patient was worried that her catheter had worked its way out and was putting pressure on her spinal cord. The patient felt pain in her lower spinal cord which started approximately 2 years prior to this report. At the time of this report, the device system was not delivering any medication; per the patient, the pump had been turned off approximately 2 years prior to this report. Prior to being turned off, the pump had delivered morphine and ¿some numbing medication.¿ the interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.